Manufacturer narrative:
On 2/10/97, dsi requested that product be returned for evaluation. As of 4/16/97 return product has not been received. Lot 1j503a expired on 4/1/97. No further investigation is possible.

Event description:
The customer reported out of range normal control solution test results with test strips. On 2/10/97, the customer opened the second bottle from a box of fifty and performed a normal control solution test. The result was 19 versus a normal control solution range of 119-179 mg/dl. The customer called the co customer support line and, with the representative, performed two back to back normal control tests. The results were 10 and 16 mg/dl. The control solution, lot #vc295, expiration 3/97, was opened three days ago and was shaken vigorously before the sample was applied. A check strip test was performed with the representative. The result was 87 versus a check strip range of 70-96. The customer stated that the first bottle performed accurately. The desiccant is in the open bottle. The customer stores the test strips in the bedroom.